Manufacturer narrative:
Explain in h10 device received in a condition which made analysis impossible. Unable to test because an empty test strip vial was returned.

Event description:
It was reported the patient received the following results within 15 minutes: 510 mg/dl, 355 mg/dl, 205 mg/dl, 206 mg/dl, 202 mg/dl and 242 mg/dl.